Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing and pacing inhibition. This patient was dependent on rv pacing and experienced asystole greater than 2 seconds. As a result, sensitivity was adjusted to 1.5 mvolts. No additional adverse patient effects were reported. This product remains in service.